Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the pulsing stimulation was determined, and the most likely cause was a dead battery. The patient stated their unit would be replaced on (B)(6) 2025. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a bladder device put in about 20 years ago or so and they were told about 10 years ago that the device was needing to be replaced because the battery was going dead. Patient said they had something else come up medically where they didn't get it done and they haven't had a chance to get the device replaced. Patient stated that last friday (B)(6) 2025 it seems like it started firing again and it fires about 8 times and they have about 15 seconds before it fires again and it's constant since last friday. Patient asked if the device could come back alive. Agent reviewed that it's highly unlikely that it would come back on after depleting, however there is a possibility that it never depleted. Patient also mentioned that when it fires it feels like when they turned it up to where it was uncomfortable before turning it back down when they made stimulation adjustments. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.